Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it out of an abundance caution to be compliant with 21 cfr. Conclusion - the office was using metal applicator tips that are contraindicated in the directions for use. The directions state, "gluma desensitizer powergel must not come into contact with metal (e.g. Cannulae or other application aids.)"

Event description:
This is the first of four reports from the same office for one device. Sales rep sent in a complaint and request to return sample. Spoke to assistant at the dental office. She said that they had 4 pts return after they used the gdpg. She said they replaced the fillings and used the gd liquid for the replacement and the sensitivity and itching has gone away. Asked her for pt details. She said she only remembered 2 of the 4 pts. She said that all of the pts who have complained have had their restorations replaced and that all are fine now. Patient 1 - male (B)(6), initial date - (B)(6) 2012, replaced (B)(6) 2012. Tooth #3-o and f. Asked for the treatment protocol and she said that they use cotton roll isolation, they place the gdpg after the etch step, they leave on for about 30 seconds, then rinse and dry. The sales rep reported that the office is using the metal etching tips even though the direction specifically says not to use them.